Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Event description:
It was reported from germany that there was battery power switching between port 1 and port 2 of the controller. The problem was resolved with replacement of the batteries with no effect on the patient. It is not known which of the following batteries was involved: battery 1650de/(B)(6), battery 1650de (B)(6), battery 1650de (B)(6).

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. (B)(4) passed visual examination and functional testing; the battery performed per specification. Analysis of the batteries ((B)(4)) revealed that the devices failed to meet specifications. These batteries passed visual examination but failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The most likely root cause of the reported event is the confirmed faulty cell pair in (B)(4). Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching may also be attributed to a communication error between the controller and battery. Heartware has opened internal investigations to evaluate these types of issues. There are no known clinical factors that could have contributed to this event. The most likely root cause of the reported event is most likely related to the confirmed faulty cell pairs in (B)(4), as well as a communication error between the controller and battery. This is report one of three reports (3007042319-2015-00393, 01167, 01168) submitted for devices related to the same event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015 per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.